Event description:
A reporter called to report a patient's covid-19 test result that came positive with hologic panther and negative with luminex aries. The patient was tested again 2 times with each manufacturers test kit all three times they got the same results as the first ones. The patient was tested all together 6 times. The lab contacted luminex and they were told the test is not meant for screening purposes because of the limited detection. The reporter thinks either kits may not necessarily be defective, but the panther aries might be more sensitive. The patient had an antibody test and that came positive.